Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery, prior to taking the skin graft from the thigh, the provider noticed the hand piece and /or guard were bent and were not fitting appropriately. An alternate device was used. The whole incident led to a one hour delay. No additional consequences have been reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. D4: UDI #: (B)(4). On december 3, 2018, it was reported that during surgery, prior to taking the skin graft, it was noticed that the guard was bent and not fitting appropriately. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a screwdriver, cause, hose and 1"/2"/3"/4" width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome on december 14, 2018 revealed that the device was outside calibration specifications at the zero thickness setting but within at all other settings. The device operated within motor speed specifications. The 2" width plate had visible damage and the torque on the bearings was not within specifications. The service technician noted that all of the width plates were checked for fit and the reported event could not be replicated. Repair of the air dermatome was performed by zimmer biomet surgical on december 14, 2018 which included replacement of the vespel sleeve bearings, semi-circle shaft bearings and 2" width plate. Air dermatome, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review it was noted that all of the width plates were checked for fit and the reported event could not be replicated. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that all of the width plates were checked for fit and the reported event could not be replicated. It is unknown with the information that was provided how this occurred. On (B)(4), the service technician noted that another device was sent in from the same account with a description that the device did not graft well and shredded the skin. They speculated that the complaint descriptions may have been reversed since the 1" and 3" width plates did not fit on serial number (B)(4) but did fit on serial number (B)(4). The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.